Event description:
During log review of a returned homechoice (hc) device, a baxter technician identified a system error (se) 2240 alarm (air in set). The system error occurred on (B)(6) 2010 during dwell phase of cycle 4 of 4. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Follow up with the nurse revealed that she was unaware of the incident. The nurse further indicated that the patient was transferred to hemodialysis. The nurse stated that the transfer to hemodialysis was not related to the peritoneal dialysis therapy. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 alarm (indication of air) on the homechoice (hc) during initial drain. The technical service representative (tsr) had the caregiver (cg) close all the clamps, cycle power and have the patient start over with new supplies.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.